Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing blood glucose (bg) level that was displayed as "high"; however, a specific value was not provided, cause was unknown. Customer gave a correction bolus via the pump and a manual injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.